Manufacturer narrative:
Final analysis found the field event of high battery impedance was confirmed, when the device was soaked at the same temperature as the local climate the high cell impedance was reproduced. Premature battery depletion was not confirmed. Further analysis performed, including thermal and mechanical testing of the device did not find any anomaly and the cell impedance was within normal range. Longevity assessment was performed and device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that a pacemaker battery presented with a high resistance value prior to implant procedure. The physician believed that the device would be unsealed due to the premature battery depletion, another device was used for the procedure.